Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely for a follow-up on (B)(6) 2022. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) had an alert for long charge time. The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of extended charge time was confirmed. Review of device data showed the device had a charge time out during capacitor maintenance. The high voltage capacitors were sent to the manufacturer for analysis. The cause of the long charge time was due to an internal high voltage capacitor anomaly associated with the abbott ellipse implantable cardioverter defibrillator (icds) field action in august 2014.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced on (B)(6) 2022. The patient condition is unknown.